Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-08557 addresses the first sensation snare, while manufacturer report# 3005099803-2013-08558 addressed the second sensation snare. It was reported to boston scientific corporation on (B)(6) 2013 that two sensation medium oval snares were used during colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure when the device was inside the patient, it was noted that the distal part of the outer sheath tore. A second sensation snare was opened, and the distal part of the outer sheath was also noted to be torn when inside the patient. It was confirmed that nothing detached inside the patient. A third sensation snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported event: sheath torn/split. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found the flare detached and kinks at the proximal section of the wire and catheter. Functional testing could not be performed due to the flare detached. The complaint was not confirmed, there was no damage to the distal portion of the catheter. Manipulation of the device during the procedure likely produced the kinks found, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-08557 addresses the first sensation snare, while manufacturer report# 3005099803-2013-08558 addressed the second sensation snare. It was reported to boston scientific corporation on (B)(6) 2013 that two sensation medium oval snares were used during colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure when the device was inside the patient, it was noted that the distal part of the outer sheath tore. A second sensation snare was opened, and the distal part of the outer sheath was also noted to be torn when inside the patient. It was confirmed that nothing detached inside the patient. A third sensation snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.